Event description:
It was reported that four (4) units of small volume folfusors leaked; described as ¿pumps were leaking¿. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available. .

Manufacturer narrative:
It was reported that the event occurred on an unknown day in june of 2022. Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from april 12, 2022 - april 14, 2022. H10: the actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and showed evidence of a leak at the fill port while the device was being filled with fluid. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.